Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s ins was overdischarged. Factors that may have led or contributed to the issue was the patient¿s compliance with charging the ins, the patient having fluctuations in weight and the placement of the ins creating a very difficult recharge situation for the patient. It was reported that the patient attempted to trickle charge the ins, but it was unsuccessful, during the antenna locate (al) process and the highest coupling number they could achieve was 50. It was reported that the ins was now at end of life (eol). The patient stated they would like a replacement so it will be submitted to insurance and/or workers compensation for approval. The issue has not yet been resolved at the time of the report. No surgical intervention has occurred, but surgical intervention is planned, just not yet scheduled. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated.